Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was scheduled for an explant procedure due to multiple episodes of noise observed on the rv lead. Patient was asymptomatic. Physician noted a sharp turn on both leads under fluoroscopy and elected to explant both ra and rv lead. Physician noted circumferential lead insulation on the rv lead where the lead had taken the acute turn in the pocket which was likely due to implant technique. Both rv and ra leads were explanted and new leads were implanted. Patient is stable post procedure.